Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 03.602.042, lot h207652-02: release to warehouse date: november 16, 2016. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a service & repair evaluation was completed: during service and repair evaluation, the repair technician reported the device failed high. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H3, h6: a product investigation was completed: upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test was performed on the returned device at service and repair. The highest torque of the device measured during calibration testing was not within the specified torque range; hence, the torque test failed high. Based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The complaint condition is confirmed. The potential cause could be due to device maintenance. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date that the torque wrench failed calibration. This report is for 1 12nm torque limiting wrench for dual-opening uss. This is report 1 of 1 for (B)(4).